Manufacturer narrative:
Lot number ¿ this report contains allegations against lot numbers 18a036, 18f023, and 18g011. One device was received for evaluation. The returned device was labeled for single use. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified for the returned sample. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted for the reported lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that the bladders of four small volume infusors ruptured during filling. No patients were involved. No additional information is available.